Event description:
It has been reported to co that during the procedure the balloon of this device ruptured. The device was removed and replaced. The patient is reported as fine and the device is being returened for co's analysis.